Manufacturer narrative:
Unk (esubmitter software does not allow for a blank or 'unk' entry). Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the patient cannot "get used to the glares." Reportedly, an explant is planned, however attempts to obtain additional information have not been successful.